Manufacturer narrative:
(B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that within 15 minutes into treatment with a polyflux 14l, the patient experienced chest tightness, wheezing and sweating all over the body. Treatment was immediately stopped and the patient was treated with oxygen and intravenous dexamethasone 5 mg. Symptoms improved after treatment. No additional information is available.